Event description:
A customer reported experiencing a low blood glucose event, with levels dropping below 50 mg/dl; the cause of the incident was unknown. The customer consumed sugar water to address the low glucose level. Technical support recommended the customer consult their healthcare provider for further evaluation.